Manufacturer narrative:
It is unknown if the device will be returned for evaluation. A lot history review should be performed.

Event description:
The event involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger where the customer reported that during use, it appeared that the plastic spike of the infusion set did not create a secure enough connection inside the 50 ml ns bag, despite being inserted completely. Ultimately, the plastic spike of the infusion set slid out of the outlet port while hanging on the infusion pole, resulting in a hazardous drug spill. One of their nurses was exposed to the chemotherapy compound and had to go to occupational health for evaluation and subsequently took time off from work. No information regarding medical intervention was provided. There was no report of harm associated with this event.

Manufacturer narrative:
The reported complaint of the spike disconnecting could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.